Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endostat iii rf generator was used during a colonoscopy procedure with polypectomy on (B)(6) 2013. According to the complainant, during the beginning of the procedure, the pad fault alarm was on when they were in monopolar coag mode. The grounding pads, active cord and snare were all replaced and the alarm was still on. As the alarm would not turn off the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.